Event description:
Customer was hospitalized for high blood glucose levels. Customer stated she began with high blood glucose levels after changing her battery 2 days prior to being hospitalized. Customer checked programming while in hospital and noticed all basal rates had been erased. Several no delivery alarms were found in the history on the same day of hospitalization. Troubleshooting was performed and insulin pump passed all tests.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.